Manufacturer narrative:
The pathway jetstream g3 l catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation. It is noted in the IFU that the reference vessel diameter must be confirmed prior to use, "confirm that the reference vessel diameter proximal to the lesion is greater than or equal to 3.5mm before using the jetstream g3 l catheter." The reference vessel diameter for this patient was recorded as 2.7mm.

Event description:
The jetstream g3 l was advanced to treat a moderately calcified 9cm lesion located in the superficial femoral artery (sfa). After two successful passes in the minimum diameter mode and 1 successful pass in the maximum diameter mode, the device met some resistance. The catheter was pulled out and an angiogram revealed a perforation in the proximal spa. The perforation was treated with a balloon and viabahn stent and the final angiogram looked good.